Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:1627487-2020-04768,1627487-2020-04771, 1627487-2020-04772. It was reported patient had infection at the cervical lead site. Patient was treated with oral antibiotics and the issue was not able to be resolved. As a result, patient underwent surgical intervention wherein the entire cervical system was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection is resolved.